Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer requested service for a device which he states "supposedly over infused"; the customer reports patient involvement but there are no details available. The customer was contacted to obtain additional information but to-date no patient or event details have been provided. There is no report of patient harm or medical intervention.

Manufacturer narrative:
The customer¿s report of an overinfusion of potassium was not confirmed. The pcu event log shows that a secondary infusion of potassium chloride 20meq/100ml was programmed to infuse at 50ml/hr with a vtbi of 100ml at 6:08 am on (B)(6) 2015. At 6:40 am, the infusion was paused, and was then restarted at 6:46 am. At 6:48 am, the user changed the rate to 40ml/hr. At 6:54 am, the device was channeled off before the infusion was completed and without experiencing any alarms. The volume recorded for the secondary infusion of potassium chloride was 32.283ml. The pcu event log cannot determine the starting volume of the fluid containers. Testing of the returned pump module found the device to be infusing within specification. The root cause of the reported overinfusion of potassium was not identified. The primary set was not returned and therefore was unable to be checked for a possible check valve failure.